Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) female patient of unknown ethnicity. Medical history included hypertension. Concomitant medication included metformin and glargine for an unknown indications. The patient received human insulin (rdna) injections (humulin 100 u/ml) cartridge, 08 units in morning, 08 units at noon, 80 units in evening, three times a day, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date to (B)(6) 2017. She started taking human insulin via humapen ergo ii on an unknown date in (B)(6) 2017. On an unknown date, while on human insulin therapy, she had high blood glucose / hyperglycemia and she was hospitalized on an unknown date in (B)(6) 2017. On (B)(6) 2018, the injection button of humapen ergo ii could not be pushed down. She used the humapen ergo 2 from (B)(6) 2017 to (B)(6) 2018. Further information regarding hospitalization was not provided. The outcome of the event was unknown. Information regarding corrective treatment was not provided. There was no action taken with therapy of human insulin with respect to event but it was discontinued in (B)(6) 2017. The operator of humapen ergo ii device and his or her training status was not provided. The humapen ergo ii device model duration of use was not provided but it was started in (B)(6) 2017. The suspect device duration of use was not provided. The action taken with humapen ergo ii device was not provided and its return was not expected. The reporting consumer did not know if the event was related to human insulin therapy and did not provide the relatedness opinion between the event and humapen ergo ii. Edit 21feb2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.